Manufacturer narrative:
D4 and h4: serial number, catalog, model, unique device identifier and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system smart remote manager (srm) refrigerator lock had malfunction. A field service engineer (fse) replaced the latch and wire harness for the remote manager unit. An open or close test was initiated via the hardware test application and passed successfully. The customer confirmed that the failed storage space was recovered, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the smart remote manager lock for the med surg fridge was in a failed position and could not be recovered. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.